Event description:
It was reported that there was a right washout and poly done due to infection.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.